Event description:
It was reported that during set up for a case, it was observed that the robotic assisted saw interface device was being used along with a robotic assisted base station device and robotic assisted satellite station device, there were terminal errors that shut down the clinical app. It was reported that saw interface device was noticed to be unclasped at the time of the robot failure. It was reported that there was no immediate indication that the user interacted with the saw interface at the time of the failure. There was an unspecified delay during set up. This event did not occur during surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unknown saw interface device and the part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, satellite station device, (B)(6) 2024.